Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7108549. Product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5000096.

Event description:
It was reported that during stage two of the deep brain stimulation (dbs) implant procedure there were high impedance measurements found on the right brain lead. It was also indicated that the left-brain lead was stuck inside of the extension and could not be removed. Both the right, left-brain leads and lead extension were replaced. The explanted devices were discarded at the facility and were not returned to bsc. Additional information was received providing the initial implant date of the leads that were explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: 7108549. Product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6) batch: 5000096.

Event description:
It was reported that during stage two of the deep brain stimulation (dbs) implant procedure there were high impedance measurements found on the right brain lead. It was also indicated that the left-brain lead was stuck inside of the extension and could not be removed. Both the right, left-brain leads and lead extension were replaced. The explanted devices were discarded at the facility and were not returned to bsc.